Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date in 2005, the device was returned to the biomedical department with an unsigned note that state, "doesn't pump the right amount." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the device delivered less than expected. There were no reports of any adverse events while the device was in clinical use.